Event description:
During implant, increased defibrillation impedance was observed on the device following the insertion and fixation of the right ventricular (rv) lead in the device header. The set screw was retracted and the rv lead was re-inserted into the header to resolve the event. The device was successfully implanted. The patient was stable and there were no adverse consequences.